Event description:
Pdc received a call on (B)(6) 2011 with mention of a medical intervention. Caller, pt's caregiver, reported to pdc that pt slipped into a coma after receiving a test result of 74mg/dl on her prodigy meter. Medics were called and their meter read 25mg/dl. Time between both readings unk. When pdc cc rep tried to get more info about the medical intervention, the caller interrupted and stated that rep was asking too many questions and hung up. Pdc was unable to obtain necessary info regarding the event.

Manufacturer narrative:
Suspect product(s) not returned. Pdc was unable to perform eval.